Event description:
Siemens was notified on (B)(6), 2011 that a paralyzed pt's leg was pinned between the table and the CT gantry. Reportedly, the therapist was lowering the pt table to its home position after scanning when the pt's leg fell from the table and was pinned between the table and the CT gantry, causing damage to the internal components in the gantry. The pt was paralyzed from the chest down prior to the scanning procedure. The pt's legs were not supported with pt straps at the time of the reported incident. The extent of the pt's injury is unknown at this time as there is no other information provided.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4), 2011 and this MDR is being mailed on (B)(4), 2012. Siemens replaced the damaged components in the CT gantry, functional checks were performed and the CT system has been in use since then. The pt status is not available at this time, however, an update has been requested. Should the pt status become available, siemens will submit a supplemental report within the required time frame.